Event description:
It was reported that three bd¿ syringe ll bns were cracked, and when pressure was applied, the solutions were shoot out of the crack.

Manufacturer narrative:
Investigation summary: three photos were received and visually evaluated. One photo displayed a box of 10ml bns ll syringes of quantity 850 and confirmed to be from batch #8243597 (p/n 301029). The other two photos showed a loose 10ml syringe with green residue and a lengthwise crack approximately 1.25¿. The location of the crack was observed to extend from the 1ml mark to the 6ml mark outside the grad lines. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd¿ syringe ll bns were cracked, and when pressure was applied, the solutions were shoot out of the crack.